Event description:
It was observed during the device inspection that the videoscope's charged coupling device was damaged and resulted in uneven brightness during halation. There were no reports of patient involvement. This report captures the reportable malfunction identified by olympus during device evaluation.

Manufacturer narrative:
It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.